Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged that there was ¿fog¿ or moisture under the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that moisture was visible through the display lens, which distorted the view of the display screen. There was no moisture corrosion observed in the battery compartment. A leak test was performed and a display lens leak was found. The pump cover was removed and moisture was found on the pumps internal components and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.